Event description:
It was reported that the patient ams 700 inflatable penile prosthesis was removed and replaced with a new one due to not fully deflating. The patient tolerated the procedure well without complication.